Event description:
Customer claims that the alarm does not recognize motion. They tried the alarm in both settings and it does not sense any motion. The alarm was tested with new batteries. There was no patient injury reported.

Manufacturer narrative:
(B) (4) - product was requested to be returned for evaluation and has not been received. (B) (4).